Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue.